Event description:
It was reported by the customer that pyxis medbank system drawers were showing offline. It was observed that they were unable to issue medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist assisted the customer to restart the cabinet using power and restarted the all-in-one to resolve the issue. The serial number, UDI and manufacturer date were kept blank since the given asset information was found to be medbank facility software. The contact information was kept blank because no information was provided by the technical support specialist. The system functioned as intended after the technical support specialist troubleshot the device.